Manufacturer narrative:
Analysis of the extension (s/n (B)(4)) found no anomaly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that an extension purchased by the account was unboxed for use and they noticed through the plastic that the extension looked bent in the wire near the end that enters into the header block of a double ins. The extension was not used and expected to be returned. No further complications were reported/anticipated.